Manufacturer narrative:
The complaint device is not being returned; discarded at user facility, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. In this particular instance, the device was run into bone because the fragment is embedded in the bone. We attribute the devices failure to technique, a user issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep reports that during an arthroscopic procedure, a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space. The fragment is lodged in the bone and was not able to be retrieved from the body; however, the repair was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.